Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed driver tip broken. Fracture surface examination reveals a fairly flat brittle fracture with riverlines, indicative of overload; this, in conjunction with the angulation of the fracture surface suggest bend stress overload as the mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the driver broke off in the head of a screw. The tip of the driver was removed and another driver was used to finish the case. No patient complications were reported.